Event description:
It was reported that the patient had inappropriate shocks due to oversensing via a change in the intrinsic morphology. The shock induced ventricular fibrillation. It took four shocks to successfully convert the arrhythmia. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.